Manufacturer narrative:
(B)(6). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00807 and -00808. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. Upon removal from the packaging, three ruby coils became kinked and were not used in the procedure. The procedure successfully continued using another manufacturer's devices.